Manufacturer narrative:
The reported event was break. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead did not identify any anomalies. Electrical testing was performed and did not reveal any evidence of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician tried to advance the left ventricular (lv) lead through the coronary sinus (cs); however, due to the patient¿s tortuous anatomy, the lv lead became damaged. The lv lead was not used and replaced during the procedure. The patient was stable throughout.